Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, taking into consideration that the locking screw was removed on (B)(6) 2018 & further intervention took place on (B)(6) 2019, it¿s clear that the fixation stability was lost due to removal of locking screw which resulted in cutout. Taking in to consideration of past complaint history and current event, probable root cause would be but not limited to; patient factor (nonunion and overload), or user related (e.g. Implant was weakened / damaged when implanted, wrong nail geometry chosen, position of implant is incorrect, mislocking or misdrilling) etc. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Pharmacist student reported that : "protruding gamma nail in conflict with the gluteus medius. Non-complete removal of the nail. Diaphyseal part left in place."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Pharmacist student reported that : "protruding gamma nail in conflict with the gluteus medius. Non-complete removal of the nail. Diaphyseal part left in place."